Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-mar-2020 at which time it was reported that the pump flipping began after the pump replacement procedure in (B)(6) 2019. The pump pocket was revised on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the pump was reported to be flipping in the pocket. The environmental, external or patient factors that may have led or contributed to the issue was reported as cause of the event was unknown. The patient was scheduled for a pocket revision (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.